Manufacturer narrative:
The investigation determined that a falsely elevated vitros tropies result was obtained from a single patient sample using vitros troponinies (tropies) reagent lot: 5950 tested on a vitros 5600 integrated system. Subsequent investigation determined the assignable cause of the event was the presence of heterophilic antibodies in the patient sample that are interfering with the vitros tropies assay. Per the vitros tropies instructions for use (IFU), heterophilic antibody interference is a known limitation of the vitros tropies assay. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tropies reagent lot: 5950.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a falsely elevated vitros tropies result was obtained from a single patient sample using vitros troponin I es (tropies) reagent lot: 5950 tested on a vitros 5600 integrated system. Patient sample result of 3.23 ng/ml vs. The expected result of <upper reportable limit (url). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropies result was reported outside of the laboratory, however, no treatment was stopped, started or altered based on the higher than expected result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).